Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication with the ipg using the external devices. The patient stated he has lost weight recently and is without stimulation. The patient's programmer also reflects a communication error. Troubleshooting was unable to resolve the issue. The ipg was deemed inoperable by a company representative. As such, the patient will consult "that" the physician regarding surgical intervention to address the issue.